Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) of the left common iliac artery, the outer sheath of an 8x100mm 120cm smart control sds got stuck with the vessel wall at the lesion while the device was being advanced to the target lesion. The physician pushed the sds to advance further, but the stent started to be released. It is unknown how much of the stent had pre-maturely deployed. An attempt was made to re-capture it. The physician conducted additional pre-dilatation, but the smart control could not cross the lesion. The stent was successfully removed by returning the outer sheath. Therefore, the procedure was completed without stenting. There was no patient injury reported. The device will not be returned for analysis. The lesion was de novo, heavily calcified and moderately tortuous. The rate of stenosis was 90%. Approach was made from the brachial artery. The product was stored, inspected, handled, and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The sds did not have to pass through a previously placed stent. There was no difficulty encountered flushing the stopcock or flushing the sds. The smart control locking pin was in place during advancement towards the lesion. The user held the handle of the smart control sds flat and straight outside the patient.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the left common iliac artery, the outer sheath of an 8x100mm 120cm smart control sds would not cross the lesion. The physician pushed the sds to advance further, but the stent started to be released. It is unknown how much of the stent had pre-maturely deployed. An attempt was made to re-capture it. The physician conducted additional pre-dilatation, but the smart control could not cross the lesion. The stent was successfully removed by returning the outer sheath and the stent delivery system with the stent was removed without difficulty. The procedure was completed without stenting. There was no patient injury reported. The lesion was de novo, heavily calcified and moderately tortuous. The rate of stenosis was 90%. Approach was made from the brachial artery. The product was stored, inspected, handled, and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The sds did not have to pass through a previously placed stent. There was no difficulty encountered flushing the stopcock or flushing the sds. The smart control locking pin was in place during advancement towards the lesion. The user held the handle of the smart control sds flat and straight outside the patient. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics and appropriate device selection. Factors such as tortuous vessels and/or calcified lesions may contribute to it. Based on the information provided, vessel characteristics (heavily calcified, moderately tortuous, 90% stenosis) are likely contributing factors to the crossing difficulty reported. Attempts made by pushing the product to cross the lesion may have resulted in the premature deployment of the stent. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore, no corrective action is required.